Event description:
Hcp reports pt presented in 2004 with a seroma. The pt requested the pump be removed until the seroma clears. The pump and catheter were explanted. A follow up report will be sent when additional info is obtained.